Event description:
It was reported during the clinical trail the patient underwent flow-diverter stent implantation for right supraglenoid internal carotid artery aneurysm on (B)(6) 2025, followed by the identical procedure for left supraglenoid internal carotid artery aneurysm on (B)(6) 2025. Cerebral angiography performed on (B)(6) 2026 showed severe in-stent stenosis with sluggish antegrade blood flow was identified at the left side. No adverse clinical sequelae attributable to the stenosis. No other information is available.